Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 68 to 75mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 152 and 196mg/dl. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is 10/22/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6).

Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Note: test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 68 to 75mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 152 and 196mg/dl. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is 10/22/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): the 78mg/dl (B)(6) 2016 08:04 am fasting: yes, the 63mg/dl (B)(6) 2016 08:03 am fasting: yes, the 138mg/dl (B)(6) 2016 08:58 am fasting: yes, the 66mg/dl (B)(6) 2016 08:20 am fasting: yes, the 78mg/dl (B)(6) 2016 07:58 am fasting: yes.